Event description:
During revision r hip (corail stem & asr cup removed) due to metallosis, the locking bolt of restoration modular cone body broke whilst being torqued (torqued as per surgical technique).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.